Event description:
It is reported as, "during removal of PICC, approx 4" of catheter "snapped" off in the pt's arm. The arm was incised to recover fragment. Fragment was ultimately removed through fluoroscopic intervention.